Event description:
Device report from synthes reports an event in japan as follows: it was reported that a percutaneous vertebroplasty (th12) was performed for a vertebral fracture on (B)(6)2023. The cement in question was mixed after stent placement. The liquid was fully injected into the mixer body without leakage, and mixing began. The cement was injected into the syringe while the handle was turned to the right from the handle pulled all the way out. After filling four 2cc syringes, the cement was tried to be injected into a 1cc syringe, but there was not enough cement volume. Only 8cc could be injected into the syringe. A backup cement was opened and used, and the surgery was completed successfully with 30 minutes of delay. The patient outcome was reported to be stable. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part: 07.702.016s, lot:3b53590, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 03 feb 2023, expiration date: 01 feb 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.